Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: on examination, the audio bolus button was intact. On investigation, the audio bolus button was difficult to push. The audio bolus button cover was removed for investigation and revealed the underlying button slug was dislodged from its normal position. Unrelated to the original complaint, the battery compartment was noted to be cracked along the side starting at the case seal. Additionally, the display lens was found to be dim, faded and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.